Event description:
It was reported that there was an issue with a cgm error 42. The customer's blood glucose level was not adversely affected. Technical support provided instructions for a complete pump reset, and the caller was guided through the process, after which the pump did not display the cgm error code again. The caller successfully started their sensor session.